Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a 703:00 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2011.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Event description:
The facility representative reported a colleague infusion pump which experienced a 703:00 failure code. This event occurred during programming/set-up. Upon review of the event history, quality engineering determined that this event interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.